Manufacturer narrative:
The customer¿s meter and strips were returned for investigation and tested with qc material. Testing results: qc 1: 2.3 inr, qc 2: 2.4 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided that would point to a cause for the result discrepancy.

Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs plus meter serial number (B)(4) compared to the stago laboratory method. The patient was tested at 8:00 a.m. On the meter with a result of 4.2 inr. At 8:01 a.m. The result from the laboratory was 3.2 inr. On (B)(6) 2018 the patient was tested at 7:37 a.m. On the meter with a result of 4.0 inr. At 9:37 a.m. The result from the laboratory was 3.0 inr. No medication adjustments were made as the results from the laboratory were within or close to the patient's therapeutic range. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is in stable condition and lives independently. The patient was not experiencing any abnormal bleeding or bruising. The patient is not taking herudin or other direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353502) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.